Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 263 mg/dl at the time of incident. During troubleshooting, the customer stated that insulin did not exit during manual prime and the pump did not alarm. The customer was advised that they were unable to determine the cause of the no delivery alarm without a complete set change. The customer was advised to replace the set and reservoir as soon as possible. The customer declined to troubleshoot for the high blood glucose. The customer was advised to revert to a back-up plan and that the request for the pump replacement will be sent to her local office. The pump was not returned for analysis.